Event description:
The customer contact reported during preventative maintenance testing at the user facility the device had a whitescreen software failure. The device was returned to the biomedical department with an unsigned note attached stating defective device. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device powered on, audibly alarmed and displayed a white screen error. The error could not be cleared by performing the standard steps of recovery. During further testing the device did not pass the sdram screening check which indicates a problem with the user interface controller (uic) som module. The probable causes of the white screen error may be due to a software error on an issue with the som2 in the user interface controller (uic) pwa. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.